Event description:
It was reported that during the implant procedure, the patient experienced cardiac tamponade. The transcatheter pacing system was not implanted. Another system was implanted approximately two weeks later. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).